Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), was returned for evaluation. The returned device was visually inspected and noted significant cracks and damage on the casing. Additionally, the outflow door was misaligned, and resistance was experienced when opening and closing it. This is consistent with dropping or mishandling the device. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device. The returned device was assembled with an ar-6411 lot# 65043383 and ar-6421 lot# 65708975 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine upon letting the pump run for 23 minutes with no issues. No changes in the pressure were noted during the time the machine was tested. The device was assembled with an ar-6430, lot 40067370, to test the outflow system. It was noted that no fluid was going through the blue or red tubing. This behavior is not expected ¿ the most likely cause is attributed to wear and tear due to the age of the device. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-6480 dualwave¿ arthroscopy fluid management system had an issue with the vacuum not sucking out the fluid. This issue occurred for a while. The patient was not affected. This was discovered during a procedure, with no reported patient harm.